Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised. As reported by rep: "the patient was getting out of a chair and the femur jumped the poly post anteriorly. The patient took a photo of this occurrence and showed it to the surgeon or he wouldn't have believed this was possible. Since then the patient has complained of a unstable knee associated with pain". Surgeon decided to implant a thicker poly with comment "...an industry potential criticism of this knee is that the post does not increase in size as the implant gets larger".